Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D6a- initial surgery 2012. G2- australia. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to pain and loosening of the patella. The patient was pain free approximately thirteen years until she lifted a heavy item and felt immediate pain in her anterior knee and has had pain ever since. During the revision, the patella component was able to be rotated within the bone and showed minimal signs of bony in-growth once removed. Infection was not suspected but samples were taken. There is no additional information available.